Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump died while they were sleeping. The customer stated the pump was no longer delivering insulin and had a banner on the screen that says reservoir and tubing. No harm requiring medical intervention was reported. Troubleshooting was not completed and the outcome of the issues was unknown. The insulin pump will not be returned for analysis.